Event description:
Device 1 of 2. Reference MFR report #1627487-2014 -12851. It was reported the patient experienced over stimulation at the ipg site. Diagnostic testing revealed high impedances on two contacts. Reprogramming was done, to no avail. The x-rays showed no anomalies. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Originally the reference MFR report #1627487-2014-12850 was entered in error. The referenced report should be: reference MFR report #1627487-2014-12900. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12900. It was reported the patient's ipg and lead were explanted and replaced. The patient's stimulation therapy was restored.